Event description:
We have had several instances recently of impella 5.5 catheter covers being torn/damaged. I discussed the issue with the abiomed representatives, and it appears that the proximal and distal ends of the catheter's cover have white plastic rings that hold the clear plastic cover in place. These plastic rings are being dislodged leading to the plastic cover to be compromised. Abiomed has elevated the issue to their uplines to see if they can make adjustments to the adhesives. In the meantime, they recommend that we secure the plastic tips with tape/ tegaderm dressings.